Event description:
As reported, a circular metal found came off the needle during extraction of patient fluid in to the biopsy container. The issue found during an unspecified procedure. According to reporter, the description of the metal is about an inch and a half long and looks metallic in a tube shape circular format. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Event description: "reports a circular metal found came off the needle during extraction of patient fluid in to the biopsy container". The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Visual inspection as received condition found dried blood inside the working section indicating used, and the distal section is slightly bent. The device was then inspected under a microscope and confirmed that the whole 19mm long hypo tube was missing from the distal end and not returned. Also, the clear shrinking tube that covered the needle was torn and missing about 20mm long. The handle was inspected and found the gray stopper was missing from the shaft (possibly removed by user). To perform functional inspection, the handle was pushed/pulled and able to extend/retract needle without a problem. When the handle was fully advanced, the needle protrudes approximately 3.2cm from the sheath. The handle lock, sheath adjuster, screw, connecting slider are all functioning smoothly and correctly. Observed that the sheath has no damage and stayed in place when it was pushed or pulled at the handle boot. Based on the evaluation findings, the reported complaint of circular metal came off the needle was confirmed. The observed failure is a known phenomenon likely resulting from putting the distal end through excessive angulation, past its intended range of motion. On page 12 of the device IFU (B)(4), it states: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage" olympus will continue to monitor the field performance of this device.